Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and weak battery alarm. Customer's blood glucose level was 32 mg/dl. Customer treated their low blood glucose with food and orange juice. Troubleshooting for weak battery alarm was performed. Customer was advised to replace the battery. Customer reset the insulin pump and advised everything was fine. Troubleshooting on the insulin pump was performed. Customer advised the reservoir and status screen did not show the same amount and were different by half.